Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change out procedure, insulation breaches were observed on the atrial lead. The physician elected to cap the lead and implanted a new atrial lead. There were no consequences to the patient.